Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 217, the patient experienced stoma site ooze and felt the stoma site was infected. The patient reported that the site was cleaned 3 to 4 times per day. On (B)(6) 2017, the patient was seen by a hospital physician who commenced the patient on a 5 day duration of 1.2gm of daily oral augmentin. As of (B)(6) 2017, the stoma site had not resolved as there was still some ooze from the stoma site but it was improving. There was no interruption to duodopa therapy. No further information was available.